Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. After replacing the keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that the keypad of their device would intermittently not respond to button presses. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.